Event description:
During coiling procedure, the fifth coil used was an e-12-20-t18. Coil would not detach. After repositioning and repeated attempts, coil detachment was still unsuccessful. When coiling system was removed, the coil was found to be detached in the catheter.